Event description:
It was reported that this pacemaker recorded high out of range pacing impedance measurements on the right ventricular (rv) channel. The health care professional (hcp) called for assistance with programming this pacemaker into magnetic resonance imaging (MRI) protection mode. Technical services (ts) informed this is a non-conditional system due to the high impedance measurements and programmed the pacemaker. After the MRI was performed, this pacemaker system was removed from the MRI protection mode. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded high out of range pacing impedance measurements on the right ventricular (rv) channel. The health care professional (hcp) called for assistance with programming this pacemaker into magnetic resonance imaging (MRI) protection mode. Technical services (ts) informed this is a non-conditional system due to the high impedance measurements and programmed the pacemaker. After the MRI was performed, this pacemaker system was removed from the MRI protection mode. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.